Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with recurrent disc herniation. The investigator noted the event as moderate in intensity. The physician prescribed pain management and oxycontin for pain. It was reported that pain continued without treatment. It is unknown if the event resolved. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted post-operative risk as a possible explanation for the event.